Manufacturer narrative:
Product complaint # (B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that a patient underwent a heart case on an unknown date and suture was used. It was reported that the suture needle unexpectedly popped off from the suture. The case was completed with another suture. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Device evaluation summary: it was received for analysis thirty-one unopened samples of product code m8726, lot mph780. During the visual inspection of thirteen samples, the swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strand and no defects, or damaged were observed. A functional test was performed and the pull force were above the minimum requirements. Per the conditions of the samples received, no performance pull off suture needle was found, and the tested sample met the finished goods requirements. It was received for analysis an empty overwrap, three empty folder and eight dispensed needle-sutures of product code m8726, lot mph780. During the visual inspection of the samples, the swage and attachment area were noted to be as expected. The sutures were examined along of the strand and no defects, or damaged were observed. A functional test was performed and the pull force were above the minimum requirements. Per the conditions of the samples received, no performance pull off suture needle was found, and the tested sample met the finished goods requirements. A manufacturing record evaluation was performed for the finished device batch mph780-m8726 and no non-conformances were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Specific number of needles that pulled off the suture during this case? How many cases experienced needle pulling off suture?